Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that the station was not out of service. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing out of service and the user was unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.